Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and the current blood glucose was 240 mg/dl. Customer vomited and vomited and then checked it hourly and it went down to 569 mg/dl and then it went back up. Went to bed feeling nauseas. During the troubleshooting for the high blood glucose and stated that cannula was squished. Customer reported the following symptoms related to their high blood glucose were nausea, vomiting, chest pain. Customer treated high blood glucose with the manual injection. The drive support cap appears normal. Performed displacement test on the pump and passed the test. Customer advised change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing.